Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The device was returned to resmed for further investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed with a blank display while powered off. There was no patient involvement reported.